Event description:
It was reported that customer's insulin pump had a button error. The device has water damage. Replacing the battery did not resolve the issue. Customer's blood glucose was 17.9 mmol/l. The device was not bumped or dropped. The buttons were not pressed for longer than three minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the up and down arrow buttons due to flattened dome switches. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. No moisture damage noted on electronic assemblies.